Manufacturer narrative:
Cycler was not replaced, therefore no investigation on the physical device could be performed. However, an investigation of the device manufacturing records was conducted by the manufacturer. The device history record (DHR) was reviewed. According to the last DHR entry there were no noted device issues. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4) a supplemental MDR will be submitted upon completion of the plant's evaluation.

Event description:
A peritoneal dialysis (pd) patient's family member reported that the patient expired on (B)(6) 2016. Follow-up with the patient's clinic indicated that the patient was in the hospital for approximately a month and a half prior to passing. Patient's pd nurse stated that the cause of death was calciphylaxis. Medical records have been requested.